Event description:
A report was received that the patient was experiencing increased pain. It was noted that the lead had migrated and the patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the physician will perform a facet block before they decide for revision.

Event description:
A report was received that the patient was experiencing increased pain. It was noted that the lead had migrated and the patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing increased pain. It was noted that the lead had migrated and the patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received hat the patient was having another injection. It was also reported that the new pain was due to car accident and unrelated to the stimulator.

Event description:
A report was received that the patient was experiencing increased pain. It was noted that the lead had migrated and the patient will undergo a revision procedure.